Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the alinity I stat high sensitive troponin-I assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 69217ud00. The device history record review did not identify any nonconformances or deviations associated with the complaint lot. The overall performance of alinity I stat high sensitive troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values for the complaint lot 69217ud00 are within the established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and concludes the issue is adequately addressed. Based on the investigation, no systemic issue or product deficiency of the alinity I stat high sensitive troponin-I reagent lot 69217ud00 was identified.

Event description:
The customer reported a false positive alinity I stat high sensitive troponin-I result generated on the alinity I processing module for a 62 -year-old male patient. This resulted in the patient receiving a left heart catheterization. The following data was provided: on (B)(6) 2025 at 08:24 am, pid (B)(6), initial troponin-I result = < 3.7 ng/l a fresh sample was collected and tested because the patient showed symptoms. On (B)(6) 2025 at 9:04 am, pid (B)(6) generated a troponin -I result of 52.2 ng/l on module serial number (B)(6). On (B)(6) 2025 at 5:03 pm the pid (B)(6) was repeated and generated a troponin-I result of < 3.7 ng/l (B)(6). No customer cutoff was provided, therefore using the alinity I stat high sensitive troponin-I package insert male cutoff of 34.2 ng/l. In view of the persistent thoracic pressure the patient was presenting along with the patient¿s age and gender and an increase in the troponin result compared to the previous value generated with pid (B)(6) at (B)(6) 2025 at 8:24 a.m., the doctor decided to perform a cardiac catheterization procedure on the patient. A sample was tested for troponin after the cardiac catheterization was generated using pid (B)(6) on (B)(6) 2025 at 4:11 pm (this result was not able to be obtained from the customer). There was no further impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 - patient identifier: (B)(6) (different samples of the same patient). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p13 that has a similar product distributed in the us, list number 4z21, with 510k/PMA/bla number k202525.

Event description:
The customer reported a false positive alinity I stat highly sensitive troponin-I result generated on the alinity I processing module for a 62 -year-old male patient. This resulted in the patient receiving a left heart catheterization. The following data was provided: on (B)(6)2025 at 08:24 am, pid (B)(6), initial troponin-I result = < 3.7 ng/l. A fresh sample was collected and tested because the patient showed symptoms. On (B)(6)2025 at 9:04 am, pid (B)(6) generated a troponin -I result of 52.2 ng/l on module serial number (B)(6). On (B)(6)2025 at 5:03 pm the pid 5269013601 was repeated and generated a troponin-I result of < 3.7 ng/l (B)(6). No customer cutoff was provided, therefore using the alinity I stat highly sensitive troponin-I package insert male cutoff of 34.2 ng/l. In view of the persistent thoracic pressure the patient was presenting along with the patient¿s age and gender and an increase in the troponin result compared to the previous value generated with pid (B)(6) at (B)(6)2025 at 8:24 a.m., the doctor decided to perform a cardiac catheterization procedure on the patient. A sample was tested for troponin after the cardiac catheterization was generated using pid (B)(6) on (B)(6)025 at 4:11 pm (this result was not able to be obtained from the customer). There was no further impact to patient management reported.